Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s last stimulator was removed in 2016 because when they inserted it was hitting the crack of their bottom. The patient continued that every time they sat down in a chair it would zap them. The patient noted they didn¿t remember if the zapping started right away at implant or not. No further complications were reported.